Event description:
It was reported that the patient had been itching and complaining that he was hot. The issue started approximately 2 months prior to the report and it was sporadic when it occurred. The patient was taken to have a dye study and motor study done on the pump 6 weeks prior to the report. They switched out the old baclofen and put new baclofen in the pump from a different lot number. They also gave the patient a bolus while he was there. The patient seemed to be fine after that but then on the morning of (B)(6) 2015 the symptoms occurred again. The caller was not hearing any alarm coming from the pump. The next pump refill was scheduled for the end of (B)(6) 2015 and the patient had never been late on a refill in the past. The prior pump refill was in (B)(6) 2015. It was thought there may be a small kink or clog in the catheter. The weekend prior to the report, they had to ¿feed¿ the patient oral baclofen and they were giving it to him 4 times a day. On (B)(6) 2015 the patient seemed to be doing fine. Since they thought the patient was doing fine, they skipped the 12:00 dose, and the patient ended up ¿going limp¿. The pump was used to infuse baclofen. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted:(B)(6) 2011, explanted: (B)(6)2018, product type: catheter, product ID: 8709sc, serial# (B)(4), implanted: (B)(6)2011, explanted: (B)(6)2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient was having what they thought were seizures, but turned out to be baclofen overdoses. They thought the kink in the catheter may have caused the issue. They were "hearing rumors" that the pump could malfunction after five years. The patient has had multiple emergency room (ER) visits. The patient tried four different anti-seizure medications with no improvement. The patient had multiple eegs (electroencephalography) which all came back "clear." The patient was having these episodes for about a two year period. The symptoms started when they switched to the 4000 compounded baclofen to lengthen the time between refills. A dye study was done, and the healthcare provider (hcp) said the dye study showed that the catheter was in the right spot and there were no signs of a catheter issue. Everything looked normal. The patient's symptoms always happened at night, so they wondered if laying could have caused the issues. The hcp then reportedly said that there was evidence of a bend in the catheter. When the pump was replaced,they found a kink in the catheter at the base of the patient's spine. The patient had not had any episodes since the pump and catheter were replaced. Per the caller, a device manufacturer representative told the patient that it was not possible for the catheter to bend then unbend. The patient's friend or family member had the pump at the time of the report. No further complications were reported.